Manufacturer narrative:
A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported that the patient experienced inadequate stimulation caused by high impedances on the lead. The patient underwent a lead revision procedure where the lead was replaced and a new lead was added for better simulation coverage. The patient is doing well post-operatively, with better stimulation coverage.

Event description:
It was reported that the patient experienced inadequate stimulation caused by high impedances on the lead. The patient underwent a lead revision procedure where the lead was replaced and a new lead was added for better simulation coverage. The patient is doing well post-operatively, with better stimulation coverage.